Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated he disconnected to use the bathroom. The batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2367 alarm that occurred on the homechoice (hc) unit during drain 6/6. The hp stated he disconnected to use the bathroom. The hp stated he received another system error before the se 2367 but did not remember the se number. The technical service representative (tsr) instructed the hp to close the clamps and to disconnect. The tsr assisted the hp to review the alarm log: (B)(6) 2010 12:38 se 2367, 12:36 se 2240. The tsr explained se 2240 indicates a large amount of air has entered setup and that the hp should use manual bags to finish the therapy. The tsr also advised the hp to contact the nurse about the alarms. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.